Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarm post, acu watchdog and the base was not responding. No adverse effects were reported.

Event description:
Additional information was provided that there was no patient involvement. The failure was found during annual preventive maintenance checks.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device is in good condition with no appearance of any physical damage. Unable to bypass the primary audible alarm post error (at power up) to go into biomed or download the event history log. Tests performed for both reported issues are power up. Unable to duplicate the base not responding at power up caused by user powering the pump off within 5 second after powering the pump on (non-issue) and repair was not needed. For the primary audible alarm issue found at power up. Speaker has no resistance value when measured with the multimeter across the terminal points. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The speaker was replaced for the primary audible alarm issue. The device passed all functional/delivery tests.